Manufacturer narrative:
No x-rays were returned. The surgical notes state that the pt had congenital dislocation and osteoarthritis of the left hip. She was also noted to have a severe leg length discrepancy (8cm) and rotational deformity. A femoral shortening and derotational osteotomy were performed in addition to the hip replacement. The surgical notes state, "the derotation shortening osteotomy was found to have healed in a retroverted position with the femoral component retroverted approximately 15 to 20 degrees, thus leading to the instability. The femoral component was well fixed. It was then deemed necessary to remove the femoral component and place a more anteverted component." The adverse events report filed by the surgeon noted that this complication was not related to the device. Based on the info provided, the instability was a result of the pt's other conditions and was unrelated to the implants. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications.

Event description:
It is reported that the pt was revised for subluxation.